Event description:
A (B)(6) man requiring PICC line placement for treatment on (B)(6) 2012. Nurse practitioner inserted bard 5fr 2 lumen catheter with sherlock 3cg stylet. Following successful insertion of the PICC line. Np noted that stylet was bent at the tip in an l-shape. She realized that this same sherlock stylet tip had broken off and lodged in a different pt already reported. She was concerned about the propensity of the tip of the sherlock 3cg stylet to break off. Date of use: (B)(6) 2012.